Event description:
Patient was implanted with charite disc in august. Pt admits to traumatic event of falling down stairs. Surgeon confirmed anterior prosthesis protrusion by x-ray. A revision was performed and pt fused using a cage. Reported a couple of vein tears during access at revision. These were repaired without issue. As surgical intervention occurred an MDR is being filed to document this event.